Event description:
Account reported that patient underwent uneventful ilasik ou (B)(6) 2014. Presented for 3 month post op with cylinder present in right eye (B)(6) 2014 - slit lamp exam (sle) noted striae in right eye, left eye clear. Recommended stretching flap and then evaluating for possible enhancement in right eye. Flap stretched without incident. Seen (B)(6) 2014 visual acuity sans corrected (vasc) 20/30 right eye, 20/20 left eye. Rxm right - 0.25 + 0.75 x 077 20/20 - left eye plano. Re-check 4 weeks to evaluate for enhancement.

Manufacturer narrative:
Initial reporter: changed phone# (B)(6) and address (B)(6) needs to be corrected to match customer¿s attached form. Source report: added user facility. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.